Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, cancer, necrosis, anisomastia, implant site hematoma, wound infection, paresthesia, seroma, rupture, device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected devices are unspecified mentor breast implants. This report captures all the data submitted to the national breast implant registry (nbir) from (B)(6) 2022, and captures the complications, device problems, patient requests, and other reasons leading to reoperations involving mentor implants vs non-mentor implants during this time period. Adverse event(s) reported for mentor implants associated with re-operation from (B)(6) 2022: qty unk: capsular contracture (76.11%), qty unk: hematoma (6.19%), qty unk: infection (5.31%), qty unk: seroma (2.65%), qty unk: skin necrosis (4.42%), qty unk: wound problems (5.31%), qty unk: device migration/implant malposition (39.81%), qty unk: suspected/actual rupture/deflation (46.76%), qty unk: wrinkling/rippling (13.43%), qty unk: correction of asymmetry (18.22%), qty unk: ptosis (15.16%), qty unk: need for biopsy/tumor (10.00%), qty unk: recurrent cancer (5.00%). It is unknown if the patient¿s device was a gel or saline device. In the absence of clarifying information, the device will be reported indicating a gel device. If additional information is received confirming gel or saline, a supplemental report will be sent.